Event description:
It was reported that this pacemaker had recorded exhibiting several pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) was consulted and noted patient heart rate would indicate that the patient was in atrial tachycardia. In addition, farfield oversensing was reported, and ts provided reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.